Manufacturer narrative:
(B)(4).

Event description:
Procedure: resection. According to the reporter: the rectum removal was done with a ta45. Then double stapling-reconstruction with eea33. The device was closed and fired properly. After opening the device it seemed rough. The removal of the device was possible but, only with resistance. A traditional density test was done and a direct intraoperative anastomosis leakages at the front circumference was noticed. Operative time was extended by more than thirty minutes. A surgical over sew at deep situs was necessary. Add'l insert of a transal drain for exoneration, and to fixed gluteal. There was new construction done at the anastomosis. The patient was in danger of tissue loss at the rectum length and the nearby area of the musculus sphincter ani.